Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The field service engineer decontaminated the instrument. Performance testing passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the (B)(6) analyzer is (B)(6). A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample resulted in troponin t values of 39.9 ng/l with a data flag, 26.9 ng/l with a data flag, and 19.0 ng/l with a data flag. The customer sent the sample to another laboratory for testing on a second (B)(6) analyzer, resulting in troponin t values of 18.3 ng/l with a data flag, 18.0 ng/l with a data flag, and 18.6 ng/l with a data flag.